Event description:
The customer reported the device failed the general system test during opcheck. There was no patient involvement. The mode during use was testing.

Manufacturer narrative:
(B)(4). The customer reported the device failed the general system test during opcheck. There was no patient involvement. The mode during use was testing. The device was evaluated by a philips fse and the reported symptom was verified. The lithium back up battery was found to be defective. Replacing the battery resolved the reported issue. The device passed testing and remains at the customer site.